Manufacturer narrative:
The returned product was evaluated and performed as designed. No evidence of any damage or manufacturing deficiencies that would result in an infected site. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported that her blood glucose reached 400 mg/dl as a result she was treated by her physician for a bacterial infection at insertion site. The patient was treated with clavanox.